Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse determined the cartridge chemistry sample probe collar wash valve failed, resulting in a leak. The fse replaced the collar wash valve to resolve the leak. (B)(4).

Event description:
A customer reported to beckman coulter (bec) that a unicel dxc 660i synchron access clinical system leaked from the cartridge chemistry sample probe. No erroneous patient results were generated and there was no change or effect to patient treatment associated with this event. The operator wore gloves and eye protection while operating the instrument.